Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was not holding charge once unplugged from a power source. Additionally, it was reported that the battery would not charge despite using multiple wall adapters and wall outlets. The customer's blood glucose was 170 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.